Event description:
Tubing was loaded into pump upside down, allowing pump to pump blood from pt into IV bag instead of pumping medication into pt. Slide clamp device is able to be loaded into pump upside down.